Event description:
The patient revised because of dislocation with wear of the liner.

Manufacturer narrative:
The exact implant date was unknown but it was reported as 12 years prior. The devices associated with this report were not returned. Although not returned, it would not be unreasonable to find poly material wear after approximately 12 years implanted. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.